Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mckesson prevent sg glide safety hypodermic needle was blocked and medicine couldn't be pushed through. The following information was provided by the initial reporter: "it is difficult to impossible to push medication though needles".

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked and medicine couldn't be pushed through. The following information was provided by the initial reporter: "it is difficult to impossible to push medication though needles".

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR is a duplicate of 1213809-2022-00141 this supplemental is to cancel MDR is void as a result.